Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility and a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the status post pump replacement was the catheter was negative for side port aspiration a year and a half after pump replacement ((B)(6) 2018). A couple months after the negative side port aspiration ((B)(6) 2018) the catheter was positive for transection per dye study that was performed. The patient presented for intrathecal catheter revision and a revision was performed on (B)(6) 2018. It was noted that at the time of pump refill on (B)(6) 2018 the patient was receiving dilaudid. It was noted that the pump and catheter were currently working with no issues. The cause of the negative side port aspiration or the positive for transection was unknown/not determined. The status of the part of the catheter that was explanted and replaced on (B)(6) 2018 was unknown. The patient's weight was (B)(6). The procedure was noted as removal and replacement of intrathecal catheter on (B)(6) 2018. The problem was noted as device failed. The event occurred in the operating room at the hospital. It was noted the device was not available for evaluation. No further information was available and no further complications were reported.